Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received with the needle jammed inside the gun. The needle was observed to be broken at the distal tip. If the expressew gun is not cleaned properly after reuse, the needle may become stuck inside the expressew gun. The needle is advanced further than expected towards the distal tip. From past investigations, when the user attempts to remove the needle from the distal tip, which is not the intended removal path, stress on the needle can cause the needle to break and therefore become jammed inside the gun. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii autocapture+ would not release the needle. The case was completed with another like-device with no patient harm, but a one minute delay to obtain another device. After the procedure was completed, the sales rep was testing the device with his expressew iii needle and jammed the needle inside the gun. The sales rep stated as he tried to remove the needle, it broke inside the gun. There was no case or patient involvement when this occurred. The sales rep could not provide a lot number for the needle. The devices are being returned for evaluation.